Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarms with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy 21 with android operating system version 13. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was unable self-treat, requiring treatment with sugar and drinks (sweets fruits) provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy 21 with android operating system version 13. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was unable self-treat, requiring treatment with sugar and drinks (sweets fruits) provided by third-party. There was no report of death or permanent impairment associated with this event.